Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There was no report of harm to the patient due to the device malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: 2015 (B)(4).

Event description:
The end user reported the skin barriers she has used over the last 2 weeks have been more difficult than usual to remove. No patient consequences were reported as a result of this event.